Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, when stapling the stomach, the load stalled and did not complete the stapling. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.